Manufacturer narrative:
Correction to section h6 evaluation conclusion codes. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. The catheter and sheath were prepared per recommendation. The sheath was inside patient, transseptal puncture performed with non-bsc needle and faradrive. After removing dilator, aspiration showed multiple bubbles. When introducing catheter in sheath and aspirating, there were more bubbles. It was noticed that there was blood dripping from the valve as well. Exchanging sheath solved the issue. Catheter was tested out while guidewire protruded roughly 10cm out of distal part of catheter. Catheter was held straight during deployment to basket and flower. Physician felt strong resistance while deploying, and it was noticed that when connected to a pressurized saline bag, no fluid was dripping from the proximal end of the catheter petals. When using another catheter, these issues were not present. No patient complications were reported. The device is expected to be returned.

Event description:
It was reported during a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. The catheter and sheath were prepared per recommendation. The sheath was inside patient, transseptal puncture performed with non-bsc needle and faradrive. After removing dilator, aspiration showed multiple bubbles. When introducing catheter in sheath and aspirating, there were more bubbles. It was noticed that there was blood dripping from the valve as well. Exchanging sheath solved the issue. Catheter was tested out while guidewire protruded roughly 10cm out of distal part of catheter. Catheter was held straight during deployment to basket and flower. Physician felt strong resistance while deploying, and it was noticed that when connected to a pressurized saline bag, no fluid was dripping from the proximal end of the catheter petals. When using another catheter, these issues were not present. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.